Event description:
A periodic review of the manufacturer's programming history database found a high impedance event that was observed. The device was interrogated, a system diagnostic was performed showing low output status and high impedance, and then the device was programmed off. No further relevant information was received to date.